Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint a bubble was observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: wound infection manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with an infection of the left breast. As a result, the patient underwent removal on an undisclosed date. The date of implantation was not provided to mentor. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On march 12, 2023, mentor received additional information. Date of implantation: (B)(6) 2021 updated date of event: january 16, 2023 date of explantation: (B)(6) 2023 replacement device: left-sided 275cc mentor memorygel breast implant on (B)(6) 2023, the mentor failure analysis lab has received the device for evaluation. Paperwork received with the device provided additional information. A patient identifier was provided and the appropriate field has been populated. In addition, an updated implantation date was provided as (B)(6) 2022. On april 19, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).